Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 400 mg/dl. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. It was stated that the customer gave himself an injection in three locations on one side of the abdomen, and then move over to the other side of his abdomen and selected three different locations. Advised the customer of the clock rotation, and inform him that he may be hitting scar tissue, which may be building up. Explained to the customer that he is not allowing his sites to heal properly. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.